Manufacturer narrative:
The micro vascular plug (mvp) devices were used during a procedure to embolize the common carotid artery. The mvp devices will not be returned for analysis as they remain within the patient. However, an angiogram image (relevant to the complaint) was returned for analysis. The angiogram image was reviewed by medtronic¿s medical advisor. Per the medical advisor medical safety review, ¿review of one single still frame shows that the coils were placed after the first mvp-5q plug due to residual flow in the artery that fed the tumor off the cervical internal carotid artery. Additional plugs placed did not occlude the vessel probably due to high flow environment at the vessel. The fact that the last mvp-7q allowed to totally occlude the vessel suggests this was inherent to underlying hemodynamic conditions rather than to device malfunctions. It should be important to note that per the instructions for use (IFU), the mvp is indicated to obstruct or reduce the rate of blood flow in the peripheral vasculature, which is consistent with the clinical scenario for this case.¿ based on the images provided, medical safety review and the reported information, the customer¿s reports of ¿failure to occlude¿ was confirmed. However, the root cause could not be determined. The targeted vessel diameters (3.5 mm, 5 mm and 5.5 mm) meet the recommended diameters of each corresponding device as per the mvp IFU (instructions for use). Therefore, it is likely the patient¿s high flow vessel, rather than device malfunctions, contributed to the reported event. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. In addition, all products are 100% inspected for damages and irregularities during manufacture. As per the mvp IFU indications for use: ¿the reverse medical corporation mvp® micro vascular plug system is indicated to obstruct or reduce the rate of blood flow in the peripheral vasculature.¿ reference 3007170829-2018-00008 and 3007170829-2018-00010. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that an mvp-5q was placed in the internal carotid (3.5 mm) to stop blood flow (this was a work up procedure prior to tumor removal); however, this didn¿t work and blood flow continued up the internal carotid artery. Then, 5 coils (terurmo azur hydrocoils) were placed behind the mvp-5q and still blood flow did not cease. An additional 2 mvp-7q (1st mvp placed in vessel with 5 mm diameter and 2nd mvp in vessel with 5.5 mm diameter) were placed proximal to the previous plug and coils and the blood still flowed slowly but had not stopped. A final mvp-7q was placed which caused the artery to occlude. The type of the target lesion was soft tissue and the degree of calcification and degree of tortuosity was none. There was no stenosis. There were no difficulties rotating the pushwire during detachment. There were no known injuries reported as a result of the event. The plan was for the patient to go to tumor removal the day after the procedure, but they patient remained intubated until after tumor removal.